Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq0287 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s: "patient's daughter states the patient received powerpicc solo on 08/05/2020. She reports that the catheter flushes without difficulty and a blood return is noted. The PICC is placed in her upper arm. The patient reports experiencing 'shocks with numbness and tingling' from her elbow to her hand on the side of the PICC" ms&s response: "discussed causes of these symptoms and recommended she contact the md or the PICC team at the hospital where the PICC was placed and notify them as soon as possible. Case forwarded to fa via email" additional info. Received 08/24/2020 no harm reported. Weight: "(B)(6)" treated for:" low hemoglobin" other relative history: "difficulty with giving or receiving blood" "patient does not have an infectious disease."